Event description:
A compliant was received that a consumer reported receiving a higher blood glucose reading of 285 mg/dl on a softtact/sof-sense meter when compared to a valid laboratory reading of 165 mg/dl. These values, when plotted on a clark error grid, fall into the "c" zone showing the difference in results to be clinically significant. There was no report of death, serious injury or medical intervention associated with the event.